Event description:
In 2007, a surgeon performed a revision surgery of a 4 level acdf due to screw loosening. The number of loose screws is unk. The surgeon removed the entire construct without reimplanting. The surgeon stated that the pt's bone would not hold the screws.

Manufacturer narrative:
Device manufacture date is unk; lot number was not provided and screws are not available for return. Investigation is pending.